Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 07p60-77, that has a similar product distributed in the us, list number 07p60-31.

Event description:
The customer observed a false nonreactive alinity I syphilis tp result for one patient. The following data was provided (<1.00 s/co is nonreactive, >/=1.00 s/co is reactive): initial result was 0.79 s/co. The sample was tested with a roche assay and was positive. Historically, the tppa testing for this patient was positive. Testing with wantai and mindray were also positive. There was no impact to patient management reported.

Manufacturer narrative:
Section b5 updated to include additional patient results provided by the customer. The complaint investigation for false nonreactive alinity I syphilis tp results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, testing of retained reagent kit of the complaint lot number and returned sample testing. Trending review determined no related trend for the issue for the product. The returned samples were negative when tested with stored alinity I syphilis reagent and with recomline treponema igm and recomline treponema igg assays. Sensitivity testing was performed using an in-house retained kit of lot number 60197be00, which contains the same bulk material as lot number 60197be01, stored at the recommended storage condition. All specifications were met, and no false nonreactive results were obtained, indicating that the sensitivity performance is not negatively impacted. Device history record review did not identify any non-conformances or deviations with the likely cause lot and complaint issue. Manufacturing documentation for the likely cause lot was reviewed and did not identify any issues. Labeling was reviewed and sufficiently addresses the customer's issue. Based on the information provided and abbott diagnostics¿ complaint investigation, no systemic issue or deficiency of alinity I syphilis tp, lot number 60197be01, was identified.

Event description:
The customer observed a false nonreactive alinity I syphilis tp result for two patients. The following data was provided (<1.00 s/co is nonreactive, >/=1.00 s/co is reactive): patient 1 initial result was 0.79 s/co. The sample was tested with a roche assay and was positive. Historically, the tppa testing for this patient was positive. Testing with wantai and mindray were also positive. There was no impact to patient management reported. Additional patient results were provided by the customer: patient 2 initial result was 0.8 s/co. The sample was weakly positive with tppa testing. The sample was tested with roche and mindray assays and the results were positive. Patient 3 initial result was 0.8 s/co. The sample was tppa positive and when tested with roche and wantai assays the results were positive. There was no impact to patient management reported.